Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was selected. During unpacking, it was noted that the shaft broke more than 15 centimeters from the hub. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. Visual and tactile inspection was performed. The balloon was loosely wrapped. There was blood in the guidewire lumen and contrast in the inflation lumen. The hypotube was kinked 39. From the strain relief and broken 67.5cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection under magnification revealed no other damage or irregularities. Although it was reported that the device was not used, the presence of blood in the guidewire lumen and contrast in the inflation lumen is indicative of handling beyond simply unpackaging the device, as was reported. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge balloon catheter was selected. During unpacking, it was noted that the shaft broke more than 15 centimeters from the hub. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.